Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system was received without a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. The capsule appeared intact with no evidence of damage. There was a slight bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Updated data: d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (0012564405); product type: 0195-heart valves; implant date ; brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pre-balloon dilation was performed with a 18 mm non-medtronic balloon. A 26 mm valve was implanted in good position and was released from the delivery catheter system (dcs). However, multiple various attempts were made to retrieve the dcs nosecone from the ventricle. The valve dislodged and it was impossible to centralize the dcs nosecone as it was stuck in the inflow part of the valve. The valve was snared and stabilized in the ascending aorta. A 29 mm valve was then implanted. The valve dislodged again because of multiple attempts to exit the ventricle with the dcs nose cone, which was again stuck in the inflow portion of the valve.

Event description:
It was reported that a pre-balloon dilation was performed with a 18 mm non-medtronic balloon. A 26 mm valve was implanted in good position and was released from the delivery catheter system (dcs). However, multiple various attempts were made to retrieve the dcs nosecone from the ventricle. The valve dislodged and it was impossible to centralize the dcs nosecone as it was stuck in the inflow part of the valve. The valve was snared and stabilized in the ascending aorta. A 29 mm valve was then implanted. The valve dislodged again because of multiple attempts to exit the ventricle with the dcs nose cone, which was again stuck in the inflow portion of the valve. Additional information was received that no further treatment was performed after the dislodgement of the 29 mm valve. Additional information was received that a non-medtronic (symendrix innowi tsx) guidewire was used during the procedure. The first valve was implanted into the native annulus. Slow deployment of the valve was performed. Per the physician, the patient's hypertrophic ventricle and small left ventricular outflow tract (lvot) contributed to the dislodgement.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pre-balloon dilation was performed with a 18 mm non-medtronic balloon. A 26 mm valve was implanted in good position and was released from the delivery catheter system (dcs). However, multiple various attempts were made to retrieve the dcs nosecone from the ventricle. The valve dislodged and it was impossible to centralize the dcs nosecone as it was stuck in the inflow part of the valve. The valve was snared and stabilized in the ascending aorta. A 29 mm valve was then implanted. The valve dislodged again because of multiple attempts to exit the ventricle with the dcs nose cone, which was again stuck in the inflow portion of the valve. Additional information was received that no further treatment was performed after the dislodgement of the 29 mm valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review therefore it is not possible to validate adequate valve size. It was reported that two valves were used in this event, a 26 millimeter (mm) and a 29mm. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant; however, the balloon slipped ventricular during dilatation. No additional balloon valvuloplasty was performed. There is evidence of at least one recapture during the implantation attempt. The valve was deployed just prior to the point of no recapture and assuming proper position of the reference pigtail catheter, depth on the non-coronary cusp was approximately 0-1mm in a cusp overlap view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Therefore, the valve was recaptured and deployed a second time at a depth of approximately 2-3mm on the non-coronary cusp in the cusp overlap view, and 1-2mm on the left coronary cusp in the left anterior oblique (lao) view. The valve was released and appeared stable in the annulus. Sometime between final release and removal of the delivery catheter system the valve dislodged aortic. It was reported that the nose cone interacted with the inflow of valve frame causing it to dislodge. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. There is evidence that a second valve was prepped, loaded and confirmed a good load. The dislodged valve was snared to the ascending aorta and a second delivery catheter system was advanced. The second valve was deployed at a depth of approximately 4mm on the non-coronary cusp in the cusp overlap view, and 6mm on the left coronary cusp in the lao view. The second valve was deployed and appeared stable in the annulus. There is evidence that the nose cone might have gotten stuck again in the inflow of the valve frame, where a crease or under expansion is observed. Of note, this crease was not observed prior to final release. Multiple failed attempts to centralize the nose cone, including a snare, eventually caused the dislodgement of the second valve and subsequent significant aortic regurgitation. There is no evidence of further intervention after the second valve dislodgment. It was reported that a non-medtronic (symendrix innowi tsx) guidewire was used during the procedure guidewire. Of note, per medtronic best practices, compatible wires include medtronic confida¿ guidewire, boston scientific safari2¿ guidewire, and cook lunderquist¿ extra-stiff guidewire. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.